Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the cx and a nc euphora pta balloon catheter was also used in the cx. Following day, patient suffered troponin elevation. Patient recovered. Investigator assessed event is unlikely related to the device and not related to antiplatelet. Cec adjudicated event as a non-q-wave mi of the target vessel, medtronic extended historical peri-pci. Cec adjudicated stent thrombosis in the cx as non-event.